Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a bioprosthetic aortic valve, implanted for three (3) years and 10 months, underwent redo avr due to premature structural degeneration and severe aortic stenosis secondary to calcification. Intraoperatively, the bioprosthetic aortic valve leaflets were completely immobile, rigid and calcified. There were small deposits on all 3 leaflets. The valve was completely excised. A new edwards bioprosthetic valve was implanted with good valve seating. The patient tolerated the procedure well and post operatively was taken to the cticu. Post-op, patient experience atrial fibrillation and amiodarone was administered. Then it was discontinued and patient remained in atrial fibrillation. She was discharged on pod #14. Per medical records, this (B)(6) year old female who previously underwent avr due to endocarditis was noted to have an episode of bacteremia approximately two years and 6 months after surgery. There was possible bioprosthetic endocarditis with early valve degeneration and severe bioprosthetic aortic stenosis. Recent echo revealed an aortic valve area of 0.5 cm2 with stiff, nonmobile leaflets. She also has a history of anemia, hyperthyroid, hypothyroidism, 42 days in abx, seizures, spleen enlarged, valvular disease and is a former smoker.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of stenosis secondary to calcification was confirmed. X-ray demonstrated heavy calcification on all three leaflets, and wireform distortion around leaflet 2. Extrinsic calcification was observed on all three leaflets, with the majority at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm at the inflow and 3mm at the outflow of leaflet 3. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Leaflet 2 had a 4mm tear near commissure 3; calcification was evident at the tear region. The sewing ring was cut around leaflet 2 and commissure 2, and exposed the wireform at the inflow aspect. Calcification restricted leaflet mobility and led to stenosis.